Event description:
No osseointergfration was achived after concurrent placement of popgen p-15 bone grafting material and an implant. As a result, in can be prosumed that another surgical procedure would be necessary to achive the desired results and preclude permanent damage to a body stucture that would not be trivial.